Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an automatic threshold test, a pacing pause of approximately four seconds was noted as telemetry had dropped between the pacemaker and programmer. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.